Manufacturer narrative:
The actual i.v. Set involved in the reported incident was returned to the manufacturer to be evaluated. As part of the assembly, two b. Braun valves are (B)(4). It is to be noted these valves are sold bulk, non sterile and further processed onto the set by the reporting customer. Microscopic evaluation noted stress fractures on the valves (B)(4). The valves were pressure tested for leakage. Leakage was noted through a stress fracture (crack) on one of the valves and (B)(4). A lot number was not provided. Since a lot number was not reported, a thorough evaluation could not be performed. At this time no specific conclusions can be drawn. This incident is still under investigation. A follow-up report will be filed when additional info from investigation becomes available.

Event description:
As reported by the customer: cytoset line is defective. Reports the assembling under cytolines is leaky and chemo dripped on the floor. No pt injury was reported.